Manufacturer narrative:
Product history records were reviewed and documentation indicates the product met release criteria. The iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There has been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse manager reported that during an intraocular lens (iol) implant procedure, the cartridge cracked during the advancement of the lens. The procedure was completed with a new cartridge. There was no patient harm.